Event description:
It was reported by repair work order that the power load transfer was stuck due to burrs on the transfer lock plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.